Manufacturer narrative:
Additional information was received on 19-jul-2024. Although they had the effusion while qdot micro catheter was in the body, they did not see any abnormal movement from qdot micro catheter that could have been a potential cause of the effusion. They had no errors with visualization. The patient was not in respiratory distress, there was just high tidal volumes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced heart block that required temporary pacemaker implantation. Reported 3 to 1 heart block was noticed in the patient. The 3 to 1 heart was first noticed in the middle of ablating the perimysium pvc. They had noticed the heart block by checking the respiration, and there was also no qdot catheter movement visualized, on the carto 3 system. The 3 to 1 heart block was confirmed when coming on and off pacing, via the recording system. The medical intervention provided to the patient was a temporary pacemaker implantation and stayed overnight for monitoring. The patient was reported to be in stable condition. Additional information was received. Physician's opinion on the cause of this adverse event was the procedure / patient condition. Para-hisian pvc is difficult by nature, and patient was respirating heavily. The outcome of the adverse event was unchanged.